Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device vcd) failed in a patient causing a hematoma. Manual pressure was held for hemostasis. There was no reported patient injury. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot f2231301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a mynxgrip vascular closure device vcd) failed in a patient causing a hematoma. Manual pressure was held for hemostasis. There was no reported patient injury. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device vcd) failed in a patient causing a hematoma. Manual pressure was held for hemostasis. There was no reported patient injury. The physician has been using this device for quite some time now, so there is no reason to believe operator error is the cause. The device will be returned for evaluation.